Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer was treated with syringe for high blood glucose level. Customer reports the drive support cap was normal. The customer did not report motor position encoder alarm. Insulin pump passed displacement test. The customer stated that they were able to rewind the insulin pump. Troubleshooting was declined by the customer for high blood glucose level. The customer stated that insulin pump received insulin flow blocked alarm. Insulin did exit. The insulin pump will not be returned for analysis.